Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs of arcing on 3 of 3 attempts. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint regarding the instrument was defective was confirmed by failure analysis. The probable root cause can be attributed to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during central processing procedure, the fenestrated bipolar forceps instrument was found to be defective. The customer reported event had no report of patient injury.